Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). As per fsr, the unit was found to need a new cardioplegia (cpg) relay board. There were no cpg boards available as the time. The customer continued to use the unit in a limited capacity as a back-up unit.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the unit does not run the cardioplegia function in all speeds. There was no patient involvement.